Event description:
Stryker saw blade was used for a left total knee arthroplasty. A 7mm piece broke off the end of the saw blade that was placed into the holder and found in the patient after a post-op x-ray was done. Patient taken back to surgery and metallic fragment was successfully retrieved. Patient returned to operating room to remove a 7mm metallic fragment that had broken off from a stryker saw blade.